Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a powerloc infusion set were returned for evaluation. An initial visual observation of the photograph showed the packaging including the label. An initial observation of the video showed a powerloc being infused with a clear liquid. While a leak could be seen where the needle meets the housing in the returned video, no details of the damage could be discerned. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported butterfly needle leakage. Reopened a butterfly pin to use. No other information was provided.